Manufacturer narrative:
A field service engineer (fse) evaluated the instrument at the customer's site and found cut erythrolyse tubing. He replaced the erythrolyse tubing and the instrument ran without any leaks and error messages. (B)(4).

Event description:
The customer reported an uncontained leak of 20ml from a coulter lh 500 hematology analyzer. There were white blood cell (wbc) and red blood cell (rbc) bath overflow alarms reported by the customer at the time of the event. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes.